Event description:
It was reported there was a shocking or jolting sensation during the procedure. It was stated the stimulator would turn off. It was noted reprogramming occurred as a result. It was stated impedance testing and x-rays were performed to troubleshoot the problem. It was stated there were no issues that were seen on the x-rays and there were no impedance issues. It was stated since the patient¿s robotic hysterectomy their stimulation no longer covered their painful areas even with reprogramming. It was noted the patient had burning and shocking at their battery site since their surgery occurred. It was stated the patient¿s status at the time of report was alive with no injury. It was further reported the stimulation would turn off. It was stated it would periodically turn off. It was noted the patient would confirm that the stimulation was off with their patient programmer. It was noted on the clinician programmer it showed that the stimulator was being used 100% of the time. It was noted the patient had a chronic, random shocking sensation at the implantable neurostimulator (ins) site. It was noted it was not related to position. It was stated it was unknown if the patient had shocking when the stimulation was off since the patient would never turn the stimulation off. It was stated the problems occurred since the hysterectomy 6 months prior to report. It was noted they used to be able to cover the foot with stimulation but now they could only get to the ankle area.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377760, lot# v015525, implanted: (B)(6) 2007, product type: lead. (B)(4).